Event description:
On (B)(6) 2012, pt reported experiencing multiple concerns with this box of infusion sets. Pt stated that he has had at least 3 infusion sets that gave an e4 (occlusion) error message during priming and one that leaked when he bolused. Pt reported he changed the infusion site the night before and woke up with elevated blood glucose readings. Pt stated his readings were in the 350's mg/dl. Pt's normal blood glucose level is around 150 mg/dl. Pt's symptoms included feeling dehydrated and a weird sensation in his muscles. Pt reported he bolused to bring the blood glucose readings down and immediately smelled insulin. Pt stated he looked down and noticed insulin had leaked from the infusion head set at the connection from the infusion set tubing to the infusion set needle. Pt reported he then changed his infusion headset and was able to bolus again. Pt stated his blood glucose readings have returned to normal since then. Pt reported he also experienced 3 incidents where he had attached a new infusion headset and was attempting to prime it but the infusion device would give an e4 (occlusion) error message. Pt stated the tubing would prime fine but not the headset. Pt reported he would change the infusion headset and the new headset would prime fine. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.